Event description:
It was reported that during the pacemaker change out procedure, the patient's new pacemaker, while connected to the chronic leads and not yet in the pocket, would fail to pace in the right ventricle (rv) when there was atrial pacing in the ddd mode. Additional information obtained through follow up with the physician office indicated that the system is functioning normally. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.